Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. Additional information received 1/7/2021: it was reported the pediatric patient had to be re-accessed but no harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was five 22 ga x 0.75¿ powerloc max safety infusion sets with y-sites. The first sample (sample 1) exhibited abundant usage residues. The remaining four samples were received in their sealed packages. Sample 1 exhibited a complete break at the y-site/tubing joint. The sealed samples were unremarkable. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the break. The break characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this even. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. Additional information received 1/7/2021: it was reported the pediatric patient had to be re-accessed but no harm was reported.